Event description:
Dealer reported that the end user's husband was pulling the user's unknown model wheelchair back when the handgrips came off causing him to fall and hit his head. An ambulance was called, dealer could not provide any further information. Unspecified injury.